Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields: e1(initial reporter, event site email, e2, e3, e4. It was reported that during a preventative maintenance, performed by a getinge field service engineer (fse) the cardiosave intra aortic balloon pump (iabp) failed pim test. The pneumatic module assy (0997-00-1178) was replaced and fse performed functional test. All test passed functional and safety checks. There is no patient involved and no harm reported. The failure analysis and testing dept. Received pneumatic module assy. With a reported unit failure of. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed pneumatic module assy. Into the cardiosave test fixture and tested the pneumatic module to factory specifications per procedure and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Could not replicate the complaint of pim test fail. The pim passed testing. Retaining the pim in the fat dept. Per procedure.

Event description:
It was reported that during a preventative maintenance, performed by a getinge field service engineer (fse) the cardiosave intra aortic balloon pump (iabp) failed pim test. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp fail pim test during the scheduled service visit (pm). During the service visit, the issue was detected by the getinge fst. No patient involved, no harm reported.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.